Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with an occlusion; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogardinfusion pump with an occlusion was not confirmed during product evaluation. Also, the quality engineer has not determined the cause. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A service history review found that the device has been previously sent into service for the reported condition. During previous service the pump door was replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.